Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported inaccurate cgm values seven days after the sensor was inserted into the abdomen. The patient woke around 6 am and experienced confusion, difficulty speaking, and diaphoresis. She had juice at her bedside; however, she was unable to pick up the box of juice and fell to the floor. Her friend who was down the hall checked on the patient, found her on the floor and assisted her with ingesting juice. The patient stayed over an hour; her friend gave her 3 boxes of juice. After the juice, the patient became coherent but remained tired and lethargic. She reviewed the data on her omnipod which showed her cgm value was near 40 mg/dl. At the time of the report and after replacing her sensor, the patient stated her cgm displayed 367 mg/dl, but her bg was 137 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.